Event description:
It was reported during follow up the patient underwent surgical intervention on (B)(6) 2020 during which the burr hole system was corrected. Surgical intervention addressed the issue.

Manufacturer narrative:
A patient experienced a need for a skin graft was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient has thin skin and a skin graft may be needed to cover the burr hole cover system. Surgical intervention may be pending.